Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar unspecified contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about foreign matter. The customer found foreign matter resembling thread and other black matter after preparing the agar."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar unspecified contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about foreign matter. The customer found foreign matter resembling thread and other black matter after preparing the agar.".

Manufacturer narrative:
This MDR should be considered cancelled. It was determined that this product is for lab use only.